Manufacturer narrative:
No analysis or conclusions can be made without the device or the lot number.

Event description:
The caller reported a failure of an 8lpc on (B) (6) 2010, where the inner cannula would not lock in place. Recannulation of the pt was required. There is no lot number or product available for analysis. Caller stated that pt tolerated the recannulation well.